Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was unknown. The customer explained that the alarm occurred when attempting to fill up the tubing. During troubleshooting, the customer was advised to disconnect and reconnect the tubing and reservoir. The customer afterwards stated that insulin did not exit the tubing. The customer disconnected the call while troubleshooting and was unable to be reached again. The customer did not return the product for analysis. The customer later expressed issues with sensor and receiving the calibration error alert as well as the change sensor alert.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.